Event description:
On (B)(6) 2010, pt's parent called to report pt with corneal ulcer. Parent states pt had red eye and pain approximately 2 weeks ago. The pt was taken to their eye care provider and diagnosed with a corneal ulcer. The pt was treated with antibiotics; parent did not know which ones. Followed up with parent on 11/09/2010. Parent states pt is recovering but has no loss of visual acuity. It is uncertain whether pt will return to contact lens wear. Several attempts to contact the treating physician have been unsuccessful. This event is being reported as worst case. Product was not received for eval. A lot history was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusions can be drawn.